Event description:
Which was found to be leaking at the connection of the butterfly and the internal portion of the line." "Rn called to do dressing change on PICC as no longer occlusive at site. Dressing edge was above butterfly with clik-fix intact. When dressing was removed, noted to be very moist. Rn asked for a flush to ensure line was not leaking - when flushed, noted to be leaking below the butterfly. PICC rn called; PICC removed, and piv secured. No harm. Peripheral access obtained to continue IV fluid therapy as bridge to new central access.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Manufacturer narrative:
The faulty catheter was received with a non vygon extension line attached to the catheter. The catheter was successfully flushed with water, revealing a leak at the junction between the catheter tube and the extension line. Microscopic examination revealed a tear at the junction. The fracture surface was rough, indicating that the catheter had been subjected to excessive tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. The customer reported using an alcohol-based disinfectant, specifically 3m soluprep swab, which contains 2% w/v chlorhexidine gluconate and 70% v/v isopropyl alcohol. There is a statement in our product's IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Furthermore, the IFU states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. Caution: do not overstretch the catheter as it may rupture, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. A two-year review of vygon USA's complaint data, covering the period from april 1, 2023, to april 30, 2025, identified one additional complaint related to leaking catheters associated with lot: 24g010d. Corrective action: as the catheter functioned for approximately 24 hours as stated by the customer before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
Which was found to be leaking at the connection of the butterfly and the internal portion of the line." Rn called to do dressing change on PICC as no longer occlusive at site dressing edge was above butterfly with clik-fix intact. When dressing was removed, noted to be very moist. Rn asked for a flush to ensure line was not leaking - when flushed, noted to be leaking below the butterfly. PICC rn called; PICC removed, and piv secured. No harm. Peripheral access obtained to continue IV fluid therapy as bridge to new central access.